Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd display was blank. The lcd display needs to be replaced to resolve the issue. No repairs were performed. The unit was scrapped.